Manufacturer narrative:
Retainer ring = black. Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a critical pump error (open book image) alarm. The insulin pump was exposed to 3' pool. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The test p-cap/reservoir does lock properly inside the reservoir tube. The crest/thus software download was utilized and successful. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm, pump error 54 alarm and pump error 63 alarm were recorded and found on the formatted history file. Per r&d engineering, pump error 54 alarm, pump error 63 alarm were recorded on: (B)(6) 2021 20:18:02.000 and (B)(6) 2021 20:18:06.000 alarm alert cleared, problem isolated on the electronic assembly. Also, critical pump error (open book image) alarm due to rf test failure in the bootloader traces (code 0x00000045), problem isolated in the electronic assembly. Device was cut open to perform visual inspection and no loose electronic components noted. However, corrosion was found on the electronic assembly. No corrosion or moisture damage on the force sensor, motor and vibrator assembly noted. Failure analysis summary: per r&d engineering, the insulin pump alarmed pump error 54, pump error 63 and critical pump error (open book image), problem isolated in the electronic assembly. Corrosion was found on the electronic assembly. No corrosion or moisture damage on the force sensor, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the screen. Troubleshooting was performed. No harm requiring medical intervention was reported. Insulin pump was exposed of moisture. The device will be returned for analysis.